Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the moderately tortuous distal segment of the left anterior descending artery (lad). The 2.25 x 15mm maverick balloon catheter was advanced to the first diagonal (d1) branch and reported to have ruptured upon the second inflation at 10 atm's; the duration of the inflation is unknown. The procedure was not completed due to this event. No patient injury or complications were reported. The patient's condition was reported as "good". Further information regarding this event has been requested, but not received.